Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -7.5/2.0/013 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2024. On (B)(6)2024 the lens was exchanged with a same length lens due to low vault without rotation. The exchange resolved the problem. Additional information provided- " the first lens is placed vertically". The cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).